Event description:
The customer called to report a motor error alarm during normal use. The customer stated that the insulin pump was exposed to an MRI scan on (B)(6) 2013. Troubleshooting was performed, and the drive support cap was not damaged. The insulin pump failed the displacement test, and alarmed motor error again. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.